Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a shaft break occurred. The target lesion was located in the proximal part of the diagonal branch. The 2.0x12mm apex monorail coronary balloon was used to pre-dilate the non-calcified, tortuous and eccentric lesion. Upon withdrawal of the coronary balloon catheter, there was resistance and the apex shaft broke into two pieces. Both parts of the apex shaft were successfully removed from inside the body. The distal shaft came out in part with the non-bsc guidewire. The procedure was completed with another of the same device. There were no pt complications and the pt's current condition is listed as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.